Manufacturer narrative:
This is report 2 of 2 for the drill. (B)(4).

Event description:
It was reported that there was an improper use of two devices, where a 3.0mm drill guide was utilized with a 3.5mm drill. There was no patient impact as a result of this failure, and the failure was not noticed until after the case had been completed.